Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: there was evidence of multiple battery alarms observed in black box on (B)(6) 2014. The leak test showed a leak at the battery compartment. The pump case was removed and evidence of additional moisture contamination was observed inside pump. The battery compartment was cracked with evidence of moisture contamination inside and on the underside of battery cap. Due to moisture contamination, the pump intermittently powered on with both the returned battery cap and a test battery cap. The battery cap was unable to fully tighten and had damaged threads. Unrelated to the original complaint, a dim discolored display was observed upon the pump powering on.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.